Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair, the surgeon experienced issues with the omnispan meniscal fastener system; it appears that the "red trigger" would not move preventing the 2nd of the fasteners from being actuated and deployed. A second applier and the inside/outside technique was used to complete the procedure successful; 40 minutes was added onto the surgery time. Also see associated MDR 1221934-2012-00086.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite outreaches for the complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.